Event description:
The user received a (B)(6) result for anti-hav igm with a hemolyzed sample. The sample was retested on a modular e170 analyzer with a (B)(6) result (no specific data was provided). The result on the cobas e411 was (B)(6). The clinician observed the patient was (B)(6) 2011. The sample was retested on a johnson & johnson platform in another hospital on an unknown date and the result was (B)(6). Additional data was provided for the patient. It was unclear if these results were from the original sample or from separate samples. No units of measure were provided. (B)(6). No information was provided to determine if the patient was adversely affected. The anti-hav igm reagent lot number was 160012. No expiration date was provided.

Manufacturer narrative:
This event occurred in (B)(6). See the medwatch with patient identifier (B)(4) for the modular e170 analyzer.

Manufacturer narrative:
The investigation was not able to determine a specific root cause as no further information was provided by the user.